Manufacturer narrative:
The device is not being returned but photograph evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are two complaints for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury or equipment damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on 19aug21 due to a system error.

Event description:
The customer reported that the device, aes-90sn, was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported the metal disk at the tip of the aes-90sn dropped off during operation when it was outside the patient. The procedure was completed using a newly opened aes-90sn device which caused a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.